Manufacturer narrative:
Block e1: the name of the healthcare facility is (B)(6) medical ctr. The healthcare facility address is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed and the delivery system was received in position 2. During functional inspection, the catheter lock was unlocked by sliding it to the right and then the catheter control hub was moved up and down. The catheter was able to advance through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. The length of the stent was measured and found to be within specification. No visible problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed because the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2023. During the procedure, when stent deployment was attempted, the distal flange of the axios stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the name of the healthcare facility is (B)(6) medical ctr. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2023. During the procedure, when stent deployment was attempted, the distal flange of the axios stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event.